Manufacturer narrative:
Reference report 3004788213-2021-00062. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the hook broke off of an inserter intra-operatively while the surgeon was detaching it from the cage. The surgeon used another instrument to remove the hook from the wound. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Corrected information in h3. Additional information in h6: component codes, type of investigations, findings, and conclusions. Device evaluation: visual inspection of the devices reveals that both have fractured parts at the tip of the device. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions per DHR review, the parts were likely conforming when they left zimmer biomet control. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the hook broke off of an inserter intra-operatively while the surgeon was detaching it from the cage. The surgeon used another instrument to remove the hook from the wound. There were no reported patient impacts. This is report two of two for this event.